Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.75mmx10mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 4 atmospheres. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).